Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead revision wherein it was discovered that the lead was ripped down the center with detached contacts. The lead was replaced with a new one. It was believed that the contacts were dislodged prior to the procedure. All the contacts were retrieved during the procedure and the patient was doing well post-operatively.